Event description:
Boston scientific received information that this device system detected a shock impedance measurement greater than 125 ohms. In clinic testing resulted in shock impedance measurements within acceptable limits. No noise was reproducable as a result of isometric testing. The patient's physician elected to continue to monitor the device system. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.